Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported being transported to the hospital due to concerns regarding inaccurate cgm readings and a potential hyperglycemic event, with mention of possible ¿threatened¿ diabetic ketoacidosis (dka); however, it was not confirmed whether a formal diagnosis of dka was established. The patient reported a fingerstick blood glucose (bg) value of 420 mg/dl while the cgm displayed a reading of 120 mg/dl, indicating a discrepancy. The patient also reported that calibration attempts were unsuccessful. The patient was admitted to the hospital and remained hospitalized until (B)(6) 2026. During this time, he was monitored with fingerstick bg checks every four hours and treated with intravenous insulin. The patient declined to provide details regarding any symptoms experienced during the event. It was noted that the patient was using an omnipod 5 insulin pump at the time of the event. At the time of reporting, the patient stated that he was feeling ¿fine.¿ data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.